Manufacturer narrative:
Bec identifier for this complaint is (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the chemistries on the cartridge chemistry side of the unicel dxc 600i synchron access clinical system were failing quality control (qc). Customer reported that the reagent syringe was loose and fluid was coming from the reagent probes. Customer reported that a small puddle was on the reagent carousel plastic aspiration/drip tray cover. Bec customer technical support (cts) instructed the customer to tighten the reagent syringe barrel and 3-way valve seating screw. Cts suggested that customer run a cuvette wash and to rerun the controls. Customer reported that all qc results passed after the repair. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment.